Event description:
Health professional reported lap-band system leak first observed when physician noted the "band was not holding the appropriate amount of fluids and was felt to have a leak". The port was explanted and replaced.

Manufacturer narrative:
(B)(4). The user facility sent voluntary medwatch # (B)(4). The reporter has declined to return the product for analysis. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling assesses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."